Manufacturer narrative:
No unique device identifier (UDI) available as product was manufactured in 2003.

Event description:
It was reported that the venous occlusion was noted and the lead exhibited an unspecified product performance issue. The lead was explanted.

Manufacturer narrative:
The reported event indicated unspecified product performance issue. As received only the middle portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage. Visual examination did not find any anomalies with the exception of procedural damage.